Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with under sensing on the pacemaker. The patient had atrial fibrillation and the device was under sensing atrial events. Programming changes were made.